Event description:
It was reported that during the lap gastric bypass procedure, the blade of device broke into two pieces near the end of the case, piece was retrieved. Case completed without another device (happened at end of procedure). No patient consequence.